Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg) wherein having to charge the implant much more frequently than normal. The patient also reported undergoing an elective cardioversion procedure prior to experiencing the charging issue, wherein x-ray imaging and computed tomography (CT) scans were performed. The physician interrogated the ipg and checked impedances on the leads. Impedances were all normal and within normal range. Charging history exhibited a history of quick discharge after patient charged to three bars. The physician assessed that the cardioversion procedure was a possible risk to the ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg) wherein having to charge the implant much more frequently than normal. The patient also reported undergoing an elective cardioversion procedure prior to experiencing the charging issue, wherein x-ray imaging and computed tomography (CT) scans were performed. The physician interrogated the ipg and checked impedances on the leads. Impedances were all normal and within normal range. Charging history exhibited a history of quick discharge after patient charged to three bars. The physician assessed that the cardioversion procedure was a possible risk to the ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
The ipg was returned for analysis and revealed that communication could not be established with a known good remote control or clinician programmer and could not be charged despite multiple charging attempts. Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by external high voltage or high current transient sources. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states the following medical therapies or procedures may turn stimulation off, cause permanent damage to the stimulator, or may cause injury to the patient. If any of the procedures below is required by medical necessity, the procedures should be performed as far from the implanted components as possible. Stimulator function should be confirmed after the procedure. Ultimately, however the stimulator may require explantation because of the damage to the device or patient harm. These procedures include electrocautery, electrocautery can transfer destructive current into the dbs leads and or stimulator. Electrocautery probes must be kept a minimum of 1 inch away from the implanted device and x ray and CT scans may damage the stimulator if stimulation is on. X ray and CT scans are unlikely to damage the stimulator if stimulation is turned off.